Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result was 229.8, repeats were 0.9 and 0.7 pg/ml; the different sample was tested, and the result was 3.4, repeat was 5.5 pg/ml; a third sample was tested and the result was 0.1 pg/ml. Due to the falsely elevated result, the patient was admitted to the intensive care unit for monitoring. There was no additional impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the sample, stat, reagent 1 and reagent 2 arc, probes, list number 08c94-47, needed to be calibrated, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result was 229.8, repeats were 0.9 and 0.7 pg/ml; the different sample was tested, and the result was 3.4, repeat was 5.5 pg/ml; a third sample was tested and the result was 0.1 pg/ml. Due to the falsely elevated result, the patient was admitted to the intensive care unit for monitoring. There was no additional impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry =(B)(6) all available patient information was included. Additional patient details are not available.